Event description:
A patient underwent surgery to implant a multi-focal intraocular lens after being examined with the iol master. The doctor reported that the postoperative refraction was not different after the surgery. The patient required a second surgery to correct the refractive error after the initial surgery.

Manufacturer narrative:
The service report notes that the instrument was functioning within zeiss's specifications and did not require any calibration. The instrument device log indicates that the daily required calibration had not been performed on the iol master from (B)(6) 2010 to (B)(6) 2011. Therefore, it appears that the user has failed to follow instructions as according to the iol master user manual: "the calibration must be checked every day before starting measurements on a patient." (B)(6) has contacted the site on several occasions to request the preoperative and postoperative information for use in determining the root cause. As of today, the site has not provided this information.